Event description:
It was reported that after injecting the pre-loaded intraocular lens (iol) the doctor observed "marring" in the center of the optic. The iol was removed via lens cutter. Doctor commented the "marring" damage resembled a manufacturing defect rather than user error due to mishandling. Through follow-up additional information was received confirming the iol was fully inserted into the patient's right eye. There was no vitrectomy, no incision enlargement , no patient injury, and no suture(s). The same procedure was completed using a back-up lens with the same model and diopter size. The iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Patient weight: unknown as information was asked but not provided. Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. It was indicated that the device is not being returned for evaluation as it was discarded; therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.